Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain fio2 levels could not be duplicated. Ventec then reviewed the device's electronic records and observed data which confirmed that there had been multiple, intermittent, low fio2 alarms logged by the device. As a precaution, ventec replaced the device's control board, oa2 and media bed. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator was unable to maintain fio2 (fraction of inspired oxygen) levels. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.